Manufacturer narrative:
Heartsine contacted the customer on several occasions to request return of the device to no avail. The root cause of the reported fault could not be determined without the device to investigate.

Event description:
Device powering on automatically. No patient involvement.

Event description:
Device powering on automatically. No patient involvement.